Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the battery compartment and the battery cap were undamaged; the cap was able to secure and maintain electrical connection. In addition, the battery cap was fastened and then unscrewed half way with no reboots occurring. The review of the black box data showed a power reboot event on the date of the alleged complaint occurrence. The ez-prime steps were performed correctly with no power interruptions or any alarm warnings. Upon removal of the pump cover, no intermittent conditions were found to the power circuit. Investigators concluded that the pump performed within required specifications and were unable to duplicate the ¿no power¿ complaint during the actual testing.